Event description:
Additional information: it was also reported that the physician had not performed a priming bolus of the pump tubing (0.3ml) on the back table for the pump replacement; hcp had decided to program a prime of 1/2 the 0.199ml pump tubing on (B)(6) 2012. Hcp clarified that since they had not swapped out the catheter there was no need to prime the pump. Patient had not experienced any symptoms as a result of not receiving a priming bolus. Currently patient was doing great and was last seen on (B)(6) 2012, noted to be fine with a pain score of 3-4. Drugs delivered via the device were morphine sulphate 10 mg/ml, 2.64 mg/day. Hcp planned to change concentration up to 20 mg/ml as the patient wanted to come in every 6 months instead of every 3 months for a refill.

Event description:
It was reported that they were not able to aspirate the catheter. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).